Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure for the treatment of atrial fibrillation, a faradrive steerable sheath clear was selected for use. During procedure, air could not be completely removed from the sheath despite aspiration and multiple purge attempts. Residual air was observed at the side port during insertion of the farawave catheter. The sheath was replaced, and the procedure was successfully completed using another faradrive device. No patient complications occurred.